Manufacturer narrative:
Updated fields: h2, h6, h9, h11. The surgeon confirmed that the event summary described the reported event but was unable to provide any further details. Summary of reported event: it was reported that during a da vinci-assisted right hemicolectomy procedure, a wire from the large needle driver instrument snapped and a fragment fell into the patient. The fragment was retrieved at the time of the event. The customer installed a backup large needle driver instrument and completed the case. The procedure was completed robotically as planned.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a wire from the large needle driver instrument snapped and a fragment fell into the patient. The fragment was retrieved at the time of the event. The customer installed a backup large needle driver instrument and completed the case. The procedure was completed robotically as planned.

Manufacturer narrative:
Intuitive did not receive the large needle driver instrument to perform failure analysis.